Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the clinic on (B)(6) 2025 for evaluation of a scar problem. The patient was put on zyvoxid for 15 days. The patient was seen again in follow-up on (B)(6) 2026. A fistula was still present and material visible. Subsequently, the patient underwent a revision procedure on (B)(6) 2026, and this system was explanted. No other adverse patient effects were reported.